Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip. Unit received with broken belt clip slot. Unit received missing end cap sticker. Unit received with cracked lcd window.

Event description:
It was reported that there is a crack in the insulin pump. Customer's blood glucose reading was 177 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.